Event description:
It was reported the device was used during an unk procedure. It was reported by the rep, the clips did not close. There was no consequence to the pt. Rpo add'l info received 1/20/97. It was clarified that the clip was retrieved, and a new one was used.